Event description:
It was reported by the rep that the (1) 350l was used during an unknown procedure. It was reported that the inner gasket of the trocar ripped. Another instrument was pulled to complete the case. There was no pt consequence.